Event description:
Reference number (B)(4). Event occurred in canada. On 01-aug-2024, it was reported that the patient faced infusion set tubing detached from connector. The infusion set was in use for 4 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.